Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The central processing unit (cpu) board and cable were replaced. The equipment passed all tests and was released for use.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was not selecting a parameter. Possible loss of ventilation. There was no report of patient involvement.